Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash due to lifevest rubbing her skin. There was no alleged device malfunction contributing to the irritation. Patient reported medical staff at the hospital removed the lifevest. Patient stated that while the lifevest was off her skin did heal.